Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited high shock impedance measurements. The following day a revision procedure was performed where the physician removed the electrode from the header of the s-ICD. Upon attempt to reconnect, he experienced difficulty inserting the electrode into the header. The port was flushed with saline and the electrode was able to be reinserted. All electrode measurements were within normal limits during defibrillation threshold (dft) testing at the revision procedure. It was believe the electrode had not been fully inserted into the header of the s-ICD which was the cause of the high shock impedance measurements. It was further noted that when the physician squeezed the s-ICD he heard a popping sound. Boston scientific technical services (ts) discussed that there is a liner in the device that can be slightly offset when the device case is closed. If offset, it can pop into place when pinched. Ts noted that this should not happen again or affect function of the device. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.